Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported having issues with the sensor. The insulin pump was alarming sensor error. Customer's blood glucose was 67 mg/dl. Customer stated the sensor finally connected and blood glucose reading was over 400 mg/dl. She turned it off and then back on and sensor was still giving error. Troubleshooting was performed customer had the sensor inserted in the buttocks but the doctor hasn't said anything about it. Customer reported the connection bridge was damaged on the sensor. Troubleshooting was performed. Customer was advised to change out the transmitter fully. Customer removed to change out sensor and stated it was a little bloody at the end. No further info reported.